Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825 emitter, product ID: 9735824, controller, h6 multiple annex g codes were reported. Img code g02018 applies to the emitter and g04035 applies to the controller. Multiple fdd/annex a codes were reported. A1102 was coded for the system stating localizer faulted. A05 was coded for localizer faulted. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was stating localizer faulted. During troubleshooting, the manufacturer representative (rep) noted breakout box (bob): yellow ( not greyed out ) not connected - checked cable connection and rechecked cable connection, side emitter flat emitter: emitter was not connected. The rep reseated the cables on the controller. There were no pinched cords on the controller. The print camera diagnostics: reported that it was the controller. A different bob says faulted when the rep was troubleshooting: bob reported to be faulted on another system (discovered when confirming that bob or emitter was not causing the localizer faulted). The rep had another navigation system to perform troubleshooting with. The rep tried the bob on that system. The bob greyed out when plugged into that system. The emitter greyed out as well. The rep ran the print camera diagnostics and it only reported that the controller was faulted. There was no patient involvement.

Manufacturer narrative:
H2, h3: the returned em interface was analyzed. The lemo was missing inner sleeves, upon return. The 'x' led remains amber. No led's present on any of the six ports. Previously reported codes b01, c07, and d02 are applicable. H2, h3: the returned controller was analyzed. Lat showed the following... Em controller faulted. (B)(6) tca stopped. Previously reported codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field. In summary, hardware was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.